Event description:
A zoll distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the monitor would not power on properly. The cause of the resets is likely corrupted flash software. The issue was corrected upon reprogramming. The root cause of the corrupted software cannot be positively identified. No adverse event resulted from the corrupted software.